Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in an adult female patient who had essure inserted for female sterilisation. The patient had a medical history of dysfunctional uterine bleeding, pelvic pain female, gravida ii, abdominal pain, ovarian cyst and breast lump. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2016, 1299 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (bilateral salpingectomy with removal of essure coils and luna). The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 24.897 kg/sqm. [Hysterosalpingogram] on (B)(6) 2013: history: post essure placement. Findings: on the scout image, there is small pap between the and of the bilateral outer coils and proximal end of the bilateral inner coils, of uncertain significance. There is maximal distention of the uterine comua without spillage of contrast into the pertoncum. The lower utcrinc scpment is unremarkable. Impression: 1. Post essure placement with bilateral fallopian tube occlusion. 2. Otherwise, as above. [Ultrasound scan vagina] (date unknown): uterus: the intrauterine device was in place within the uterus. Iud location with normal limits. Endometrium: within normal limits. Ovaries: the left ovary was seen and is within normal limits,12mm follicle, the right ovary was seen and is within normal limits. Free fluid: none quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in an adult female patient who had essure inserted for female sterilisation. The patient had a medical history of dysfunctional uterine bleeding, pelvic pain female, gravida ii, abdominal pain, ovarian cyst and breast lump. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2016, 1299 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (bilateral salpingectomy with removal of essure coils and luna). The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 24.897 kg/sqm. [Hysterosalpingogram] on (B)(6) 2013: history: post essure placement. Findings: on the scout image, there is small pap between the and of the bilateral outer coils and proximal end of the bilateral inner coils, of uncertain significance. There is maximal distention ofthe uterine comua without spillage of contrast into the pertoncum. The lower utcrinc scpment is unrcmarkable. Impression: post essure placement with bilateral fallopian tube occlusion. Otherwise, as above. [Ultrasound scan vagina] (date unknown): uterus: the intrauterine device was in place within the uterus. Iud location with normal limts. Endometrium: within normal limits. Ovaries: the lett ovary was seen and is within normal limits,12mm follicle, the right ovary was seen and is within normal limits. Free fluid: none. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 06-jan-2024: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.